Event description:
This lv lead has exhibited high thresholds since (B)(6) 2015. The lead also exhibited loss of capture and was explanted and replaced during a scheduled elective generator replacement.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.